Manufacturer narrative:
Device is a combination product. (B)(6).

Event description:
It was reported that stent damage occurred. The target lesion was located in the severely calcified left anterior descending artery. The lesion was engaged with a 3.5 guide catheter and was crossed with a guideiwre. Dilatation was performed with a 2.5x20 balloon and a 2.75x38mm promus element plus drug-eluting stent was advanced for treatment. However, after several times of attempts and due to severe calcification of the vessel, it was found that the tip of the stent struts were lifted. The procedure was completed with another of the same device. There were no patient complications reported and the patient's status was stable.

Manufacturer narrative:
Device is a combination product. E1: initial reporter facility name: (B)(6). Device evaluated by MFR.: promus element plus,mr,ous 2.75x38mm stent delivery system was returned for analysis. A visual examination of the stent found damage. Distal stent struts were bunched. The undamaged stent outer diameter was measured and the result was within maximum crimped stent profile measurement. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual examination of the bumper tip showed no signs of damage. A visual and tactile examination of the hypotube found no issues. A visual examination of the outer and inner lumen and mid-shaft section found no issues along the shaft polymer extrusion. No other issues were identified during the product analysis.

Event description:
It was reported that stent damage occurred. The target lesion was located in the severely calcified left anterior descending artery. The lesion was engaged with a 3.5 guide catheter and was crossed with a guideiwre. Dilatation was performed with a 2.5x20 balloon and a 2.75x38mm promus element plus drug-eluting stent was advanced for treatment. However, after several times of attempts and due to severe calcification of the vessel, it was found that the tip of the stent struts were lifted. The procedure was completed with another of the same device. There were no patient complications reported and the patient's status was stable.